Event description:
Customer experienced a hypoglycemic event and was impaired for approx six hours before calling paramedics for assistance. Customer was provided an unk substance to elevate their blood glucose levels. Customer was hospitalized overnight and the following day. Customer believes that freestyle readings are high and has been treating according to readings. Customer compared freestyle to the one touch meter with a 100 point difference noted.